Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist spoke with the pt/layperson on 04/03/09 regarding her 03/31/09 complaint. The pt reported the following: on the day prior, the pt tested around noon, before lunch, obtaining an error message rather than a blood glucose result. The pt could not recall the message. However, the product functioned appropriately during the pt's conversation with a customer care advocate, cca. Approximately five minutes after the alleged issue began, the pt became sweaty and nervous. The pt sat down, ate crackers, and felt better. The pt attributed it to getting nervous because she would not know what her blood glucose was at noon. The pt had taken her diabetes regime of glucophage and metformin in the morning. The pt denied having symptoms before testing: "I felt ok." The pt alleged no harm. Despite the fact the symptom started before her noon meal, the complaint is reported because the pt's symptom (sweating) meets the criteria for serious injury and started after the alleged error message began. The pt discarded the meter after receiving the replacement.